Manufacturer narrative:
(B)(4). Batch # p58t4p. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap proctocolectomy procedure, the patient was an elderly man with crohns and many comorbidities. It was a very difficult case and the patient had a lot of intracorporeal fat and was prone to bleeding. The surgeon placed the psee60a with a white reload across the mesentery including the ileocolics. He squeezed the firing trigger and the gun made a short firing noise and stopped. The gun was locked onto the tissue. The surgeon did not remember about the grey release button or the manual release lever so he placed another trocar in the patient so he could position an endogia below and above the psee60a and cut it out. The psee60a was removed. The case was increasingly difficult so the decision was made to convert to an open procedure, but this had nothing to do with the failure of the device.